Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 6mm insulin syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: when my child was given growth hormone, unlike usual, the needle did not go into the skin well. After the injection, I found that the tip of the needle was blunt and rusty.

Event description:
It was reported, that the bd ultra-fine¿ 6mm insulin syringe, experienced foreign matter in the fluid path. The following information was provided, by the initial reporter: when my child was given growth hormone, unlike usual. The needle did not go into the skin well. After the injection, I found that the tip of the needle was blunt and rusty.

Manufacturer narrative:
The following fields were updated, due to additional information: d9: device available for eval? Yes, d9: returned to manufacturer on: 22-dec-2021. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm, the indicated issue. Hence, the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.